Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue. The fse checked systems performance on iabp trainer and balloon, kept pumping, and observed the battery backup for approximately 100 mins on battery mode, with approximately 40% charge still remaining & pumping. Battery voltage measured 25vdc, and no other issues were observed. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) reported low battery backup. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) reported low battery backup. There was no patient involvement, and no adverse event reported.